Manufacturer narrative:
Pt info was requested from the user facility. The pt's gender was provided. No add'l info has been provided to date. Awaiting the return of the device to complete the investigation.

Event description:
During a knee arthroscopy procedure using a super turbovac 90 wand with finger switches, the tip of the wand detached and was left in the pt. There is no plan to reoperate to remove the detached fragments. There was no adverse effect to the pt.